Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer¿s blood glucose level was 600 mg/dl with trace ketones. Elevated blood glucose was addressed with manual injection. Reportedly, the customer cleared the alarm and resumed insulin delivery.